Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown stem - unknown part and lot; 163663 ¿ cocr modular head - 64788158. Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00909.

Event description:
It was reported that patient experienced a dislocation and was manually reduced after an unknown amount of time post implantation. During the reduction, the bipolar cup came off the head. The patient underwent a revision surgery approximately 5 days later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.